Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The patient reported that she had PICC line placed and it bled at first and continued bleeding. The patient stated she had pain in her left leg (the side the PICC was on) and in her groin and abdomen, followed by severe chest pain. The hospital did a doppler to see if the patient had a blood clot in her leg and a cat to see if she had a p.e., both were (B)(6). The patient said the PICC line caused her to have chest and arm pain, including referred pain up into her neck and jaw. The PICC line was placed for 3 or 4 days and the patient recalled suffering with intense pain in her chest, arm, abdomen and groin, and leg. The PICC was then removed and replaced in the emergency room (e.r.) Where they did a doppler of her arm and a cat of her chest for blood clots which were not present.